Event description:
It was reported that when the patient presented to the emergency room. Upon interrogation, it was noted that there was intermittent failure to sense on the right ventricular (rv). The rv lead was explanted and replaced successfully. The patient was stable following the procedure.